Event description:
The customer reported the system intermittently failed to generate an exposure. There was no report of a pt and/or customer serious injury or death.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The software was upgraded. The sys was then found to be opening as intended.